Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this journey ii xr clinical study complaint reports that one week following implantation, the patient presented with left knee cellulitis. Per the provided documentation, the patient was put on medication therapy, treated with sulfamethoxazole-trimethoprim and the outcome is reported as resolved. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1 MDR reporting contact name and address.

Event description:
It was reported that a patient suffer from left knee cellulitis, surgery was on (B)(6) 2018. It was treated with sulfamethoxazole-trimethoprim. The outcome is resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.